Event description:
Customer reported that the insulin pump had cracks around the battery compartment and moisture damage. Customer stated the insulin pump's display was difficult to read due to the moisture inside the screen, and was completely dead at the time of the call. Blood glucose level at the time of the call was not provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly and the motor assembly was found corroded. The insulin pump was received with a cracked case at display window corners, reservoir tube window, broken battery tube threads and minor scratched lcd window.